Event description:
It was reported that the system had stored untreated episodes due to oversensing of noise. The electrogram baseline was wandering. The patient came in for a follow-up and an electrode fracture was confirmed. The doctor will address the fracture. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the system had stored untreated episodes due to oversensing of noise. The electrogram baseline was wandering. The patient came in for a follow-up and an electrode fracture was confirmed. The doctor will address the fracture. Later, the entire system was explanted. The pulse generator was explanted due to infection. A coil fracture was confirmed during explant. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system had stored untreated episodes due to oversensing of noise. The electrogram baseline was wandering. The patient came in for a follow-up and an electrode fracture was confirmed. The doctor will address the fracture. There were no adverse patient effects. The system remains implanted. Later, the entire system was explanted. The pulse generator was explanted due to infection. The explant procedure confirmed the electrode was fractured. There were no additional adverse patient effects.